Event description:
Related manufacturer report number: 3006705815-2021-06482. It was reported that the patient's leads migrated. The issue was confirmed via x-rays. It was noted that the patient sustained multiple falls after implantation. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s leads was explanted and replaced on (B)(6) 2021 resolving the issue.

Manufacturer narrative:
Correction b5: the leads were repositioned not replaced. Correction d6b: the leads remain implanted.